Event description:
Consumer reported complaint for the test strips not absorbing and meter powering up but will not go to test mode. The customer reported feeling tired; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer pm fasting and produced test result of 115 mg/dl. Using true metrix go meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 06/30/2025 and open vial date is 02/08/2024.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: tiredness. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down note: manufacturer contacted customer in a follow-up call on 13-feb-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still experiencing symptoms. Customer stated that the meter was working. Customer had got upset and did not want to answer any questions and disconnected call, no additional follow-up calls were made.